Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the reason for call was they got a new controller and tried to pair it with the patient's pump, but they were getting a 351 code. The code 351 is regarding a caution for incompatible pump found / that the pump found is not paired with the handset. At the time of the report the agent walked the healthcare provider through removing the pairing code and clearing the associated application data. It was further reported that the personal therapy manager (ptm) was getting stuck at 90%. At the time of the call the agent walked through clearing the pds data and the troubleshooting steps taken on the call resolved the issue. The ptm software application version being used at the time of the event was unknown/not specified. The healthcare provider mentioned that the patient has a bridge going now, so they will not be able to use the controller for the 40 hours that that takes for the bridge. No patient symptoms were reported.